Event description:
Cardiac latex pack catalog# 621328, lot 1186480 rev25. Surgery was delayed. Cardiac pack was unusable due to contaminants in the covidien/kendall raytec gauze. The gauze was a handpicked component. As a result, this form is focused on covidien/kendall raytec gauze. Focusing on raytec (and not phs packs): phs packs= (B)(4). Same reporter in mw5043161- mw5043178